Manufacturer narrative:
External insulation abrasion was noted at 42.6-43.1cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that a capture anomaly was observed. It was noted that the lead was implanted on the moderator band causing vt episodes. The lead was explanted for vt ablation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.